Event description:
Additional info has been requested. Scheduled procedure was partial lobectomy of the left lung. According to the event report, "(thoracic surgeon) used the ets45 on the pt. Staples did not hold resulting in hole in pulmonary artery branch. (Vascular surgeon) called in for repair of artery". Pt required multiple transfusions due to severe loss of blood.

Manufacturer narrative:
Date sent: 07/13/2009. Info anticipated, but unavailable at this time. Additional info: proximate reloadable linear stapler, model#: tx30b, exp date 12-2013. Product available for eval.